Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. A specific device failure has not been reported and medical records have not been provided. We have contacted the initial reporter to request additional information and have been informed that a sample is not being returned to davol for evaluation. A manufacturing review that included review of sterility records was performed and did not find evidence of a manufacturing related cause for the alleged event. It was reported that the patient exhibited infection type symptoms twenty-four hours post implant and that a large pocket of pus was found around the mesh. While no cultures have been provided to confirm or verify infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." This MDR includes all patient, event, and device information davol has received to date. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the user facility: on (B)(6) 2013 the patient underwent an inguinal hernia repair with implant of an extra large perfix plug and patch. The following day, the patient began having symptoms consistent with infection. On post-op day 6 the patient was brought back to the operating room. The incision site showed no signs of infection but when the patient was opened up and the mesh was located, the surgeon discovered a large pocket of pus, and the mesh was explanted.